Event description:
It was reported that the device showed multiple alerts for low hv lead impedance. Review of the session records showed a trend of low impedance measurements from the rv-svc vector. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.